Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high compared to feeling/normal result(s). The complaint was classified based on information obtained from the customer care advocate (cca). The patient reported the alleged issue began on (B)(6) 2012 or (B)(6) 2012 at around 8pm. The patient reported blood glucose readings of "240 and 260 mg/dl" with the subject meter. As part of the patient's diabetes regimen, the patient claimed he is on pills with diet/exercise. At the time the alleged issue began, the patient denied taking any action regarding his diabetes regimen. The patient claimed he did not develop any diabetic symptoms at the time the alleged issue began; however indicated that a few days later he went to the emergency room (ER) to get a blood glucose test done only. At the time of the ER, the patient indicated he was tested by the ER/hospital meter and obtained a result of less than or equal to "40 mg/dl". At the time of troubleshooting, the cca noted the test stripes were in good condition and the subject meter's unit of measure was set correctly; however the control solution was not available to perform a quality control solution test. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.